Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens (iol) implant procedure, the deployed lens had its leading haptic extended straight and twisted onto itself. There was no patient contact. In the surgeon¿s opinion, the issue was related to the preload system that caused the event. Additional information has been requested but is not available at the time of this report.